Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that sensor signal not found and insulin pump turned off last night due to replace battery now alarm. The customer's blood glucose was 458 mg/dl. Customer received a low battery alert prior to the replace battery now alarm. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.